Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant the filter are coming out of sterilization with holes on them. Reportedly the holes are from the lid the lid seems to be imprinting on the filter. The issue is randomly occurring.

Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Two (2) sample provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there are holes that were made post sterilization. The post sterilization holes do not appear to be related to the manufacturing process. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. There are no similar complaints against the reported lot number with this error pattern. As a result, the reported failure could not be confirmed to be a manufacturing related issue.